Event description:
During a ptca treatment procedure, the maverick xl balloon ruptured at less than nominal pressure. The maverick xl balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Patient status is reported as `good.'